Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the gum seems to be receding over one of the teeth and concerned with continued use impacting health of the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.